Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the adjustable pressure limiting valve was not operating properly causing an over delivery of pressure. There was no report of patient involvement.